Manufacturer narrative:
No samples (including photos) were returned for the reported issue of ¿foreign matter¿ with lot number 3126962 regarding material number 391451, so retention samples were used for the investigation. The device history review (DHR) of material number 391451 with lot number 3126962 was checked and there was no quality notification found on this lot number from its production date to its dispatched-on date. The investigation and simulation were carried out on a retention sample where the investigating team has visually inspected the samples for foreign matter and pulled the cannula from catheter. No defect was observed on the retention sample. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that bd venflon catheter had foreign matter. The following information was received by the initial reporter with the verbatim: the complaint goes that our customer is experiencing resistance when extracting the cannula from the catheter after the venflon is placed. We asked for a return of the faulty products, when checking my self, it is like the cannula has a resistance, when pulled halfway out. I tried to sort of wipe the cannula, and then it slides really well, but off course we cannot ask our customers to do. It seems like there is some residue of (I think) silicone oil or something similar, that creates the resistance. During use. Resistance when extracting the cannula from the catheter.